Manufacturer narrative:
Follow-up #1: date of submission 11/07/2014. The reporter alleged that the battery cap was damaged.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. The alarm history revealed multiple low battery warnings and replace battery alarms. The returned battery cap was able to fully secure onto the pump; however, the ¿coin slot¿ at the top of the returned battery cap was damaged. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (batter life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.